Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Product have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. This event did occur during surgery. No patient harm. Visual inspection shows the instrument is fractured between the bottom face and the thread in the size 4 plastic head, the instrument shows signs of wear and tear with multiple scratches as well as dings/dents on the radii and flat surfaces of the plastic trail bearings. This instrument is showing a lot of wear and tear consistent with many years of use as the instrument was manufactured in 2004. A review of the complaints database shows that we have received 2 reported events (including initiating complaint) for instrument fracture problem for the same item number 32-420382. Risk assessment: -hazard: risk of injury to user and /or patient; -failure cause: improper design : breakage/deformation of instrument. -the severity associated with the above line is 1. -this gives a severity score of 1 (negligible). -the actual severity score is in line with the risk file. Occurrence rate assessment: -november 2017 to november 2020: (B)(4) items sold. -number of similar complaints identified: 2 (including initiating complaint). Risk score: -severity 1 x occurrence 2 = 2 (low risk). Risk assessment summary: the severity of the reported event and calculated occurrence for similar complaints are in line with the risk file the overall score is low risk. No corrective or preventive action is considered necessary at this time. The severity of the reported event and calculated occurrence for similar complaints are in line with the risk file, the overall score is low risk

Event description:
It was reported that the oxford phase 3 poly trial came away from the trial handle and the poly got stuck in the patient. This had no impact directly on the patient with regards to surgical outcomes. This just delayed the surgery slightly. It was also noted that the poly snapped, with two little bits coming away in the process of trying to get the poly trial liner out.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Postal code: (B)(6). Patient information is not permitted by country regulations. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that the oxford phase 3 poly trial came away from the trial handle and the poly got stuck in the patient. This had no impact directly on the patient with regards to surgical outcomes. This just delayed the surgery slightly (delay time: unknown). It was also noted that the poly snapped, with two little bits coming away in the process of trying to get the poly trial liner out.